Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit was in override, was not connecting, and displayed a mechanical error. The customer stated that they were unable to access the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on override and was not connecting. A technical support specialist connected to the station and verified data synchronization logs that it had been communicating without any errors. It was also verified that there was no disconnected mode or critical override active on the station, and the station time was confirmed to be correct, with no further communication issues identified and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.